Event description:
The dentist reported that after 3 weeks that the dental implant was installed in intra-oral region #19 it was verified its non osseointegration. 65 ncm of primary stability was achieved and immediate load was not performed.